Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ann blunt tip screw 4x60mm; item: 47-2486-060-40; lot: 3221194. Desc: unk ann cort bone screw; item: unk; lot: unk. Desc: unk affixus ph nl cap; item: unk; lot: unk. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately two weeks post-implantation due to a screw backing out from its proper position, associated with pain. The screw was removed and discarded. Attempts have been made and no further information has been provided.